Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there is no response from any button. The customer's blood glucose value was 16 mmol/l. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar is not moving with no input. Customer states pressing menu button does not take them to the menu screen. Customer stated the pump was neither dropped nor exposed to moisture. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with unresponsive keypad due to moisture damage on the electronic assembly and corroded keypad trace. The device passed the displacement test. Could not perform the self test, due to unresponsive keypad.